Event description:
Customer accidentally delivered too much insulin while completing the fill tubing step connected to the pump. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer administered glucagon to address low bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.